Event description:
Caller reported that insulin gauge displayed an unexpected amount. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the cartridge was changed to address the issue.